Manufacturer narrative:
MDR (B)(4) / initial 2 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event with high blood glucose for which they were hospitalized for more than 24 hours, admitted to the ICU and treated using IV and fluids of saline and insulin on (B)(6) 2026.